Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader, and the dhrs showed the libre reader passed all tests prior to release. DHR for kit pack was reviewed and verified correct cable and adapter where in kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an electric shock from the adc reader. The customer reported that after charging the reader and disconnecting it from the charging cable, the reader caused an electric shock and the customer experienced a numb arm. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported an electric shock from the adc reader. The customer reported that after charging the reader and disconnecting it from the charging cable, the reader caused an electric shock and the customer experienced a numb arm. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of electric shock was observed. No corrosion was observed. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and result was within the specification range. Pperformed a continuity test on the returned usb cable using cable tester and no problem was found. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) no evidence of electric shock was observed. The reader battery voltage was measured and a power consumption test was performed and both were within specification. The current draw on the returned reader was within specification. The reader passed all self-test's. A thermal camera was used to monitor the reader's components during operation and no hot spots were observed. There was no evidence observed that the reader was ¿too hot to hold" as reported by the customer. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.